Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's ins was acting up and they were not feeling well for the past 2 weeks. It was noted that patient had a really bad bacterial infection in their entire body and that patient had to use a catheter from time to time at the end of (B)(6). It was noted that patient was hospitalized and used antibiotics to resolve the infection. Patient was on program 3 at 3.5v and stimulation was on and they increased stimulation up to 3.9v on program 3. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient couldn't feel the stimulates and when he turned it on it didn't work. The health care professional (hcp) stated that it was still not working and at this time the patient still could not use it. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the implantable neurostimulator (ins) acting up issue and if they had a device concern or a change in therapy, the patient said (B)(6) 2018. When asked what were the circumstances that led to ins acting up, the patient said no. When asked what steps were taken to resolve the ins acting up, the patient said "siafcr." No further patient complications have been reported as a result of this event.